Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -8.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022; as a replacement lens for a previous refractive surprise. The patient developed lens opacity (asc) which was assessed on (B)(6) 2022; corneal/stromal oedema and descemet folds and photophobia was also reported. On (B)(6) 2022 the lens was explanted. Phaco-emulsification was performed and an iol from a different manufacturer was implanted. The problem was not resolved. Postoperative comments noted "the ucva and bcva has not increased yet because there are still corneal & stromal oedema and descemet folds. The patient is under close monitoring". The cause of the event was reported as user error and noted "during the exchange the crystalline lens was touched with the icl manipulator by the surgeon".